Event description:
Healthcare professional later reported any creases. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius, brown particles on fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Additional event of creases were reported.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" and "deflation".

Event description:
Patient reported right side breast pain. Healthcare professional reported "deflation." Device remains implanted.